Event description:
A malfunction was reported by the customer, identified by the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions to reset the pump, and the customer successfully performed the reset with no recurrence of the malfunction. The customer was informed to continue using the pump and to call back if the issue reoccurs.